Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturing representative (rep) indicated that the explanted pump was not on rep's possession and the customer refused to return the explanted pump.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2026 product type catheter pro duct ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-apr-2015, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 04-apr-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider via a manufacturing representative regarding a patient who was receiving lioresal (2,000 mcg/ml ) via an implantable pump. It was reported that the surgeon was getting sluggish return when aspirating from patient's previous catheter and the aspiration was not successful. The surgeon decided to replace the entire system instead of just the pump and then successful aspiration followed. There were no known factors that led to this issue. The patient received a new catheter and a pump. The issue was resolved at the time of the report.